Manufacturer narrative:
Visual assessment of the device shows the depth limiter has been removed from the assembly. No ts or suture remain on the insertion needle or were returned for examination. Actuator is in its post t2 deployment position indicating a complete deployment. The needle is dramatically bent on two planes. Device could not be functionally tested due to the bent needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Further investigation is not warranted.

Event description:
It was reported that both implants deployed at once. No patient injury reported.